Event description:
The customer reported approximately half a liter of fluid leaked from the coulter lh 500 hematology analyzer onto the counter while performing samples. The leak was not contained within the instrument. There was no exposure to open wounds or mucous membranes. The operator was wearing personal protective equipment (ppe) consisting of gloves, eye protection and a lab coat at the time of the occurrence. No erroneous patient results were generated in connection with the reported event. There was no death, injury, or affect to user or change to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed a pin hole in the tubing at pinch valve (pv49). The fse replaced the tubing at pinch valve to resolve the leak issue. The fse performed verification of instrument and the instrument was returned to normal operation. (B)(4).